Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
It was reported that the power cord was chewed up by the patient's pet resulting in exposed wires. There were no adverse consequences reported by the patient. Pending update on replacement of power cord.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.